Manufacturer narrative:
Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. As no sample was provided to bdm-ps for analysis and no additional information is available, the 8d team leader is not able to delve deeper into the investigation and correlate this symptom with a potential cause linked to bdm-ps hypoint manufacturing process.

Event description:
It was reported that the bd hypoint¿ needle is blocked. The following information was provided by the initial reporter: we inform you that we have received a new complaint for a needle quality problem (reporter stated that sometimes -syringe is blocked -or extrusion is only partially (30% of suspension) possible).